Manufacturer narrative:
A review of haemonetics complaint records showed that there have been no other reports from this customer, or reports from any other customers for this issue. There are also no similar reports of contamination resulting from use with the sebra device from any sources.

Event description:
Haemonetics was contacted on (B)(6) 2013 via e-mail from a former distributor, (B)(4). They had received correspondence from (B)(6) in regards to a customer report they had received. This report was stating a problem that the customer encountered while using the sebra 2490 device. The report filed with (B)(6) stated that the customer had an event with contaminated thrombocytes which resulted in a pt death. The sebra was used at some point in time on the tubing associated with the collected thrombocytes. The customer states they experienced an issue with sealing; however, the sebra 2490 product list number is associated with a sealite tube sealer power source. No serial number or clinical information was known or provided by the distributor or obtainable after three good faith effort attempts.